Event description:
The stem trial became lodged in the femoral canal. Surgeon tried using stem extractor but could not get it to thread in. He ended up breaking the tip of the extractor off in the stem trial . Had to perform a femoral osteotomy to retrieve the stem trial, causing a 1 hour surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted trial extractor confirmed that the trial extractor threaded tip fractured off inside of the stem trial. The root cause is attributed to suspected misuse during removal of the stem trial from the bone canal. There is evidence suggesting the instrument was levered side to side. Based on the investigation determination of misuse/misapplication of the instrument as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.